Event description:
The initial reporter received a questionable elecsys hcg+beta result from one patient sample tested on the cobas e 602 module. The initial result was 0.394 miu/ml. The repeat result was 4673 miu/ml.

Manufacturer narrative:
The reagent lot number is 83810500, with an expiration date of 31-mar-2026. The field service engineer (fse) inspected the module and identified the sample probe had caused the event. He repaired this part and verified the module is performing according to specifications. The investigation determined that the service actions resolved the issue.